Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during preparation and outside patient, they noticed the corner of the product package's inner sterile pouch was opened. Per the physician, the device was not used on the patient. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of the event.